Event description:
The product was used during a thoracoscopic wedge resection procedure. Reportedly, the staples were missing. The surgeon resected the damaged tissue and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.